Event description:
It was reported that a patient presented in clinic for a follow-up appointment. An x-ray revealed that the patient's right ventricular (rv) lead was dislodged. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout procedure.